Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 168 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. Unable to verify a33 alarms or prime anomalies due to motor error alarms. Unit received with cracked case at display window corners and reservoir tube. Unit received with severely scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).